Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The balloon protector cap was returned over the balloon. The balloon protector cap was able to be removed without issue. No damage was noted to the tip, balloon or blades of the device. It was noted that the balloon folds were relaxed, which can occur after balloon protector cap removal. The hypotube was broken at 389 mm from the hub. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19oct2015 it was reported that the device failed to cross the lesion and shaft kink occurred. Vascular access was obtained via the right radial artery. The moderately tortuous and mildly calcified de novo target lesion was located in an angulated mid left circumflex artery. A 06/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, the physician advanced a non bsc guidewire through a non bsc guide catheter. The physician dilated the lesion with a 2.75x12mm balloon and attempted to dilate the fibrotic lesion with the flextome; however, the device was unable to cross the lesion despite multiple attempts. Subsequently, the shaft got kinked during negotiation. The physician removed the device from the patient's body and left the case for medical management. No complications were reported and the patient status was stable. However, device analysis revealed a broken hypotube.